Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) was unable to interrogated via the remote monitoring system. This device was noted to have been upgraded with the new software prior to the observed interrogation issues. Device data was sent to rhythmcare for review. Data review determined the telemetry difficulties occurred due to a high battery impedance condition. Rhythmcare subsequently recommended device replacement. This device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device difficulty to interrogate the device and was demonstrating behavior consistent with a high battery impedance, which put this device at risk of experiencing transient voltage decreases (and associated resets) during telemetry or other normal, higher-power operations. When the device detects an elevated battery impedance, the device may encounter difficulty to interrogate the device due to a high battery impedance condition exists. Boston scientific has issued a field safety notice to notify physicians of the potential for accolade family pacemaker and cardiac resynchronization therapy pacemaker (crt-p) devices to exhibit this behavior.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) was unable to interrogated via the remote monitoring system. This device was noted to have been upgraded with the new software prior to the observed interrogation issues. Device data was sent to rhythmcare for review. Data review determined the telemetry difficulties occurred due to a high battery impedance condition. Rhythmcare subsequently recommended device replacement. This device remains in service. No adverse patient effects were reported.